Event description:
During a wolff-parkinson-white ablation procedure a cancellation occurred due to an error message. During the middle of the case there was a power surge and all equipment shutdown. After restoring power, the radiofrequency generator was checked and an error message help was displayed. The issue could not be resolved and the procedure was cancelled and rescheduled.

Manufacturer narrative:
One 1500t9-cp cardiac ablation generator was received for analysis. Ac power was successfully applied to the rf generator which briefly displayed the software version of 1.7 prior to completing a successful power on self-test. Default values were then displayed in numerical format that is consistent with this software version. Functional testing resulted in a ¿help¿ error message that occurred repeatedly. The radio frequency pca was temporarily replaced and normal functionality was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported error message and subsequent cancellation was isolated to abnormal functionality of the radio frequency printed circuit assembly.